Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported unintended movement (clip open -efaa) could not be determined in this complaint. It should be noted per the instructions for use states: the mitraclip g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr). As this mitraclip device was used to treat tricuspid regurgitation (tr), this is an off-label use of the device. However, the off-label use of the device did not likely contribute to the reported issuesthere is no indication of a product issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended movement. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of grade of 4. Prior to the procedure, it was noted that imaging was difficult. One clip was successfully implanted. To further reduce tr, a second clip was inserted. Grasping was successfully performed, and the clip was attempted to be deployed. However, after establishing final arm angle (efaa), the clip opened. Troubleshooting was performed and the efaa was again performed. The lock held, so the deployment sequence was continued, and the lock line was removed. After removing the lock line, efaa was performed one more time per the instructions for use (IFU), but the clip open to 30 degrees. The clip was deployed, and tr reduced to a grade of 1. There were no adverse patient effects, and no clinically significant delay in the procedure. No additional information was provided.